Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that the aligner has made their tmj issues worse. This is a contraindicated patient for crowns.

Manufacturer narrative:
Patients' dentist requested the patient not use our product anymore due to being contraindicated.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.